Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that a castor of the universal stand had a flat spot. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer that a replacement universal stand castor is not available through philips anymore, so it would have to be ordered through the 3rd party parts distributor gcx. The customer was informed that they could replace the entire universal stand with a v60 stand which is available through philips parts ordering. This investigation is ongoing.